Event description:
It was reported that the right ventricular lead was explanted due to an apparent lead fracture, which caused high defibrillator impedance of greater than 200 ohms. No patient complications were reported as a result of this event.